Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain at the ipg site and overstimulation in the legs and feet. It was also noted that the ipg was difficult to charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.